Manufacturer narrative:
(B)(4).

Event description:
On 15 sep 2020, an email was received from a distributor who reported a patient (pt) complaint of ¿bodily injury¿ while wearing 1-day acuvue® moist® brand contact lenses. Date of injury is noted as (B)(6) 2020. On (B)(6) 2020, the pt was contacted, and additional information was received: the pt reported visiting an ophthalmologist the week before last (unspecified date), who diagnosed the pt with a ¿bacterial eye infection¿ in the left eye (os) with ¿huge gobs of yellow stuff¿ coming from the eye. The pt was prescribed ¿cipro twice a day.¿ the pt is currently wearing lenses again. The pt visited an optometrist last saturday who advised the eye was red and dry. No further information was provided. On (B)(6) 2020, a representative at the optometrist office was contacted and provided the following information: the optometrist representative reported that the pt is a known contact lens abuser and was cleaning daily lenses and re-using them. Pt is currently prescribed a brand of daily disposable contact lenses from a different company. No further information was provided. Multiple attempts have been made to the treating ophthalmologist, optometrist, and pt to obtain additional medical information and lot number. No additional information has been received. The suspect os contact lens is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.